Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, high, out of range, pacing lead impedance was observed on the left ventricular (lv) lead. The lead was not implanted and was replaced. The patient was stable.